Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she could not find the string to remove a tampon. She was able to manually remove the tampon. She inserted another tampon overnight and the string was not present in the morning to remove the tampon and she had to go to her obgyn to have the tampon removed.